Event description:
Medtronic received a report that during delivery, the solitaire fr thrombectomy stent could not be pushed out while advancing it. Two attempts were made, but resistance was encountered at the distal end of the catheter each time. The stent was then replaced with a new one, and the procedure was completed. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an acute large vessel occlusion. It was noted the patient's vessel tortuosity was minimal. The stroke onset to reperfusion time was 3 hours. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Additional information was received reporting the lesion characteristics were the middle cerebral artery (mca) and the patient's limb function returned to normal after thrombectomy; no disability. A continuous saline flush administered and maintained as indicated in the IFU. There was no kink or damage on the catheter or pushwire of the solitaire. The tip of the solitaire sheath was secured into the hub of the microcatheter. The cause of the resistance was not determined. The replacement stent that was used to complete the procedure and the microcatheter were medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.